Event description:
It was reported that the patient underwent a tlif using interbody devices at l2-l5 and l3-l4 and posterior fixation at l2-l5. The pt developed pulmonary thrombosis about two weeks post op and expired at unk date post op.

Manufacturer narrative:
(B) (4): we do not believe that the reported event is associated with the implants. We are filing the MDR for notification purposes. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.